Event description:
The complainant reported that there was leaking from the pressure reservoir. The amount was small. It was reported to be less than one milliliter per hour. It is suspected that the incident may have been caused by the lot of the pressure reservoir. The health hazards were reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Data logs were reviewed and there were no symptoms of leak or low purge pressure observed. The cause of the purge leak - pump issue was use related since no leak reproduced with return product testing.